Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus received a maude event report (mw5032045), which states "volun (B)(6) 2013: during a transurethral resection of the prostate the plastic beak of the resectoscope sheath broke off the scope. Using a flexible biopsy forceps, the beak was grasped and extracted intact." The yellow tip of the inner sheath was retrieved from the pt. Olympus contacted the user facility in attempt to obtain additional info regarding the report but with no result.